Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed h.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set leaked the following was reported by the initial reporter with the verbatim over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris pump module smartsite infusion set leaked the following was reported by the initial reporter with the verbatim over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.